Event description:
It was reported that the patient underwent an operation with stryker product in 2003. 10 months after the surgery, he took an x-ray, and it was found that the screw had broken. In 2005, the product was explanted from the body.

Manufacturer narrative:
Method: neither the device or x-rays were available for evaluation. Not determined due to insufficient information.